Event description:
A malfunction on the pump was reported after the patient jumped into a pool. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump or switch to an alternate method of insulin therapy until the replacement arrives.